Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve measured to be 51 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. During the procedure, the valve was required to be recaptured more than two times since it was unable to be seated. At 80 percent and release, the valve was placed at a depth of 4mm on the non-coronary cusp (ncc). Upon release, the valve migrated towards the left ventricular outflow tract (lvot) to a depth of 15mm. Severe paravalvular leak (pvl) was observed and a second 35mm, navitor vision valve was implanted by performing a valve-in-valve was procedure. Trace pvl was observed; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.